Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported a previous MRI that was done. It was not related to the device or therapy. The device was ¿fried.¿ no further details were provided. The date of the event was unknown. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider reported that the cause of device being ¿fried¿ was due to having MRI and device was tested by representative. The patient was having MRI for back pain. The battery was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.